Event description:
N/a.

Manufacturer narrative:
An event of device did not cover the entire native valve annulus of the patient and thrombus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed including the valve meeting stent radial force specifications, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction - updated device analysis summary.

Manufacturer narrative:
An event of device did not cover the entire native valve annulus of the patient and thrombus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed including the valve meeting stent radial force specifications, and the product met all specifications.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 29mm portico valves was selected for an implant using a large flexnav delivery system. During the procedure, the valve was not released because it did not cover the entire native valve annulus of the patient. During recapturing of the device, there was difficulty collecting it inside the large flexnav delivery system. The physician adjusted delivery system and was able to successfully captured the device. When the device was removed from the patient, there was thrombi around the valve. Intravenously heparin 10,000 units administered during the procedure with activated clotting time (act) of 300 seconds. The patient remained hemodynamically stable throughout the procedure. The patient was referred to the coronary intensive care unit (ICU) after surgery for prophylactic enoxaparin. No additional information was provided.